Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation, the stent on the 3.5x15mm xience xpedition stent delivery system dislodged outside the patient anatomy and was not used. There was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.